Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. It was reported that the patient was admitted to the hospital approximately 6 years and 2 months post index procedure with abdominal pain. A CT scan showed that the aneurysm has grown from 5.5 cm to 8.6cm a proximal type I endoleak and a distal type I endoleak was also noted on the right. The left appeared to have a seal. The physician implanted a 36x36x49 endurant cuff proximally and a 16x24x93 endurant right side extension distally. The proximal endoleak has resolved with the cuff placement. The right side extension was placed with a small residual endoleak that was ballooned multiple times. The endoleak improved but the decision was made to have a follow up CT scan after discharge. A retrograde angiogram was done on the left side and no endoleak was visualized. It was reported that the physician confirmed that, post re-intervention, the patient was no longer having abdominal pain or tenderness. Per the physician the event was anatomy related (disease progression). No additional clinical sequelae were reported and the patient fine.